Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 00507116100, oscillator blade, 25.4 x 90 x 1.27 mm (.050"), was being used during a total knee replacement procedure on (B)(6) 2025 when it was reported, ¿total knee replacement was in progress when we noticed a piece of metal lodged in the tibial bone.". The ¿power tool as it was the last equipment used in the tibia¿ was checked and ¿close inspection shows that two (both ends) of the saw blade teeth had come off.¿ ¿the knee joint was washed numerous times in an attempt to flush the metal piece, but with negative results.¿ ¿the surgeon decided to give up the search and wrote in his operation notes about the incident.¿ ¿post-operative x-ray shows no metal piece is left on the patient's knee.¿ there reporter states that there is no metal left in the patient¿s knee confirmed by x-ray. The procedure was completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to not use saw blades to pry, remove bone grafts, or as a leverage point. Patient or user injury could occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Avoid contact of blades and burs with cutting blocks, retractors or other instrumentation. Damage to blade, bur or instrumentation may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 00507116100, oscillator blade, 25.4 x 90 x 1.27 mm (.050"), was being used during a total knee replacement procedure on (B)(6) 2025 when it was reported, "total knee replacement was in progress when we noticed a piece of metal lodged in the tibial bone." The "power tool as it was the last equipment used in the tibia" was checked and ¿close inspection shows that two (both ends) of the saw blade teeth had come off." "The knee joint was washed numerous times in an attempt to flush the metal piece, but with negative results." "The surgeon decided to give up the search and wrote in his operation notes about the incident." "Post-operative x-ray shows no metal piece is left on the patient's knee." There reporter states that there is no metal left in the patient's knee confirmed by x-ray. The procedure was completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.